Manufacturer narrative:
(B)(4) combined report. The device details for the broaches used in this case were requested; however, this information could not be provided and thus the device manufacturing records could not be identified or reviewed. The reported devices have not been returned to corin for examination. This issue has been identified to be specific to the technique used by this surgeon. The surgeon has switched to trifit ts which has a 0.6mm press fit from a competitor system which has a 1mm press fit. Corin are currently in the process of designing new broaches for this surgeon in order to negate a repeat of this issue and thus corin now consider this case closed.

Event description:
It was reported to corin that a surgeon feels there is not enough press fit on the trifit ts after broaching and thus the implant subsides.